Event description:
A report was received regarding an altitude alarm with a pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to clean the speaker holes and to try several cartridge-related troubleshooting steps. Although these measures did not resolve the issue, the customer was eventually instructed to wait for two hours for any potential excess moisture to evaporate. The pump was scheduled to be replaced due to another unspecified issue.